Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the gripper actuation issue that occurred during preparation of the clip delivery system, which has the potential to cause or contribute to serious injury if it were to recur in the anatomy. It was reported that during preparation of the clip delivery system (cds), after the final arm angle (faa) was performed, it was observed that one gripper was not coming down when the gripper lever was dropped down. Troubleshooting steps were performed and the gripper arms reacted correctly; however, the decision was made to replace the cds. The device was not used and there was no patient involvement. A new device was used successfully in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. Potential causes for gripper arm actuation issue were considered, including manufacturing and user technique/procedural conditions. The issue can be a result of manufacturing anomalies, such as damaged gripper arms. Factors related to user technique include, but are not limited to, unintended curves on the device during preparation or retracting the gripper lever forcefully. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported from this lot for gripper actuation issue. The complaint device was returned for evaluation, and the reported gripper arm actuation issue could not be confirmed via returned device analysis as the device functioned as intended and no damage was observed. In this case, the investigation could not determine a definitive cause for the reported event. It is possible that there were procedural interactions (e.g. Unintended curves on the device during device prep, and/or due to the user handling of the device/manipulation) that resulted in increased tension on the dc shaft, such that gripper arm movement became restricted; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.